Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red, itchy, and burning skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to take the device off until the skin can tolerate reapplication of the equipment. Outcome of the skin irritation is unknown.